Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve, the was implanted low in the annulus. An additional valve was implanted successfully valve in valve. No adverse patient effects were reported.